Event description:
After receiving silicone breast implants in 2008, a year after I was hit with a multitude of symptoms, illnesses and diagnoses; 40 ER visits, (B)(6) on "specialists," 3 mris, spinal taps; countless blood tests, lip removal for sjogrens, etc. Diagnosed with chronic fatigue, fibromyalgia, rheumatoid arthritis, hashimotos, sjogrens, addison's, pots, tmj, sciatica; receding gums, stomach and gut issues. Inflammation levels off the charts, necrosis of my feet, and the list goes on.